Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. Customer stated that her blood glucose levels dropped so low that she passed out. Customer's current blood glucose reading is 260 mg/dl. Customer has treated with glucose tablets. Customer was experiencing low blood glucose for about one week. During troubleshooting, manual prime process is correct. Displacement test passed. Nothing further reported.